Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue residue was seen in the suction cups on the baffle. A visual inspection was conducted. The anterior portion of the housing mount was fractured and the dislocated piece was returned. The separated piece along with the remaining portion of the housing mount was inspected. A mechanical evaluation was conducted with the input of engineering. A reference device was locked on a set of reference blades and downward force was applied such that the mount housing fractured in a similar way as the complaint unit. Based on the results of the visual inspection, the reported complaint for "break; mount housing" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer upper part of a mount was broken when it was taken out of the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.